Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) had shifted and was on a nerve shortly after it was implanted. She would put her foot down and used her ¿butt muscle¿ which would shoot pain. She went to the healthcare provider (hcp) and they cut it open to remove scar tissue at the ins site. Patient stated the site location was not changed because it was still in the same spot. There were no further complications that have been reported as a result of this event. Refer to manufacturer report # 3004209178-2017-10096.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.